Event description:
A report was received that the placement of the patient¿s ipg might be on a nerve and was causing pain. The patient will undergo an explant procedure.

Manufacturer narrative:
Additional suspect medical device component involved in the event: model#: sc-8120-70, serial #: (B)(4), description: artisan surgical lead, 70cm.

Event description:
A report was received that the placement of the patient¿s ipg might be on a nerve and was causing pain. The patient will undergo an explant procedure.

Manufacturer narrative:
Additional information was received that no further information can be obtained.